Event description:
Information was received from a patient's representative (con) (caller) regarding an external device to an implantable pump infusing unknown drug. It was reported that the caller reported that it was taking a minute to connect to the pump to get a bolus. The caller stated they had been to the doctor a few times and were in the doctor's office on tuesday (B)(6) 2025) and the nurse told them how to clear the data buildup in the device to make it run faster but it did not work. The agent walked the caller through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue. It was reported that they were allowed 6 boluses a day. Additional information was received from the patient's representative on (B)(6) 2026. The caller reported that they needed assistance in deleting data to make the handset work faster to get a bolus. The agent assisted the caller with deleting the data. The caller mentioned this was the 3rd time, so the caller wrote down the steps. The caller confirmed that the patient was able to connect without lag and was able to bolus.

Manufacturer narrative:
B3: event date is asked/unknown. Continuation of d10: product ID hh90t01. Serial# (B)(6): product type mobile platform product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.